Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. .

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors had a cut in one of the blades. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the small fragment of the blades was not missing during surgery but was discovered before sterilization. It got lost during the washing process. The procedure was completed with same instrument. Isi did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was found to have blade damage at the middle of the blade. One of the blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue.